Manufacturer narrative:
Protocol # is unknown. No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had three different cassettes malfunction when he connected them to the pump. The pump said non disposable, pump will not run so he switched to a new cassette and was able to continue his infusion without a break in therapy. The position of the pump when the alarm occurred is unknown. The event is resolved. No patient injury was reported.